Event description:
The micro drill long straight attachment was sent in for evaluation because it was overheating during a wisdom tooth extraction procedure. The procedure was completed with a readily available replacement device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion within the device was identified as the probable cause of the overheating reported.